Event description:
The device while being serviced was found to have a cracked measurement panel. There was no patient involvement. The device while being serviced was found to have a cracked measurement panel. The device needs a new measurement panel. Upon conclusion of the evaluation, it was determined that the measurement panel requires replacement. It was replaced. The device passed testing and was put back into service.

Manufacturer narrative:
Problem, evaluation results, and component coding updated.